Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 2 years post implantation, patient underwent a revision due to aseptic acetabular loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: g7 screw 6.5mm x 20mm cat: 010000997 lot: 3375981, g7 screw 6.5mm x 20mm cat: 010000997 lot: 3312902, cer opt type 1 tpr sleve 0mm cat: 650-1066 lot: 750970, cer bioloxd option hd 36mm cat: 650-1057 lot: 953690, g7 neutral e1 liner 36mm e cat: 010000857 lot: 3085115, g7 screw 6.5mm x 35mm cat: 010001000 lot: 2938687, unknown stem cat: unk lot: unk. Reported event was confirmed by review of op notes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.